Event description:
It was reported that the patient called to report going through airport security. About 5 minutes later, the patient reported experiencing pains in the heart area, legs swelling, and could not breathe. It was also reported there was high impedance on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5554-53, implantable pacing lead, implanted: (B)(6) 2006; 694865, implantable tachy lead, implanted: (B)(6) 2006; 419388, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).